Event description:
It was reported the doctor had difficulty inflating and deflating the balloon during a declot of a graft, site unknown. It could not be completely deflated and was difficult to remove from the 6f sheath. The balloon was removed with the sheath. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample has been returned; however, evaluation has not been completed. Based on the information available to date, the results of the investigation are inconclusive and the root cause is unknown.